Manufacturer narrative:
The customer was contacted for the return of the suspect product for evaluation. The customer responded indicating the event electrodes were not retained and the device activity logs are not available for evaluation. The customer does not know the device serial number involved in this event. Despite our attempts to obtain product for evaluation, we have been unsuccessful. This claim has been closed as no sample returned.

Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the device was unable to obtain an ECG signal with associated electrode pads attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.